Manufacturer narrative:
The pod was received for evaluation fully deployed. There were no damage or manufacturing deficiencies observed that would contribute to the needle not deploying. Inspection of the bottom housing and environmental seal found no damage or manufacturing issues. There were no timeouts or drive stalls observed, and the pod arrived in pod state 15 delivering a total of 120 pulses. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle not deploying event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unspecified *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported while attempting to activate a new pod, the cannula did not deploy, indicating a needle mechanism failure.